Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) dropped out in sensing the fine ventricular fibrillation (vf) and delay to therapy delivery. Boston scientific technical services (ts) explained sudden cardiac arrest (sca) and indicated very fine vf. Additional information was obtained, and the representative stated that the device showed appropriate device function. Moreover, no further action is necessary. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- correction to b2: updated to reflect updated b5. Correction to b5: edited for clarity. Correction to h1: updated report type from malfunction to serious injury. Correction to h6: patient/device/impact coding to reflect updated b5.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing of fine ventricular fibrillation (vf), resulting in a delay to therapy delivery. Electrogram (egm) review revealed that the fine vf was below the device sensing floor and varying amplitudes were also observed. In addition, the patient was in ventricular tachycardia (vt) and a shock was applied, which induced ventricular fibrillation (vf). It was noted that the patient was running a marathon, and was now at the hospital receiving treatment for vf and sudden cardiac arrest (sca). This ICD remains in service. No additional adverse patient effects were reported.